Event description:
Tandem's clinical diabetes specialist stopped to check on pt's endocrinologists office and was informed pt had expired.

Manufacturer narrative:
Received info stating during pts transport from her apartment to the medical examiners office pts insulin pump was lost. Pt's mother indicated she donated all of the pts pump suppliers to her medical office. Should new info become available a f/u MDR will be submitted.